Manufacturer narrative:
(B)(4). The reported product is an unknown minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for peritonitis with (inj) injection vancomycin, 1 gm, stat dose, ip (intraperitoneally); inj amikacin, 500 mg, stat dose; inj amikacin 100 mg, od (once daily); inj fortum, 1 gm od. At the time of this report, the patient was recovering from the event. No additional information is available at this time. This is report 3 of 3 involved in this event.